Event description:
A reported that a pt presented with corneal haze and delayed healing post laser assisted cataract surgery. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).